Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13c23035 and h13e28070 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted for lot h13e28070. An exception was noted for lot h13c23035 but does not indicate any issues related to the complaint. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. The patient was not hospitalized for the event. Treatment was not reported. The patient recovered from the event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.